Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product is still implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Approximate date of implant 1995. Concomitant medical products: item# unknown / unknown head/ lot # unknown, item# unknown/ unknown stem / lot # unknown, item# unknown / unknown cup/ lot # unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2020 -00022, 0001825034 -2020 -00027.

Event description:
It was reported patient has been indicated for revision surgery 25 years post implantation due to unknown reasons; however, no revision has been reported to date.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected a1; a2; a3; a4; b1; b2; b3; b4; b5; b7; d7; e1; g4; g7; h2; h3; h6. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent left hip revision surgery approximately 24 years post implantation due to pain and limb length discrepancy. Subsequently, when the patient was revised, a synovial reaction to the poly was noted. The head, liner, and locking ring were replaced without complication. Attempts have been made and additional information on the reported event is unavailable at this time.